Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
Age service representative performed an onsite investigation. The passive backplane was evaluated and identified as requiring replacement. The customer was advised to repair the system. No conclusion can be drawn as further system analysis or repair info is unavailable at this time and no additional service info was provided.